Manufacturer narrative:
The guide wire was received without the original oad. The initial visual and tactile examination revealed that the spring tip was fractured 329cm distal to the proximal end of the guide wire. Further examination revealed two areas of adhered biological material on the shaft just proximal to the fractured end of the wire. Examination in the areas of adhered tissue did not reveal any damage that would have contributed to the accumulation. There was no damage observed with the guide wire that would have contributed to the event. The fractured end of the guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis identified evidence of fatigue that was partially covered by mechanical damage. The fracture had a large ductile tear-off zone with some folding or creasing back onto the core wire. At the conclusion of the failure analysis investigation, the root cause of the reported event could not be conclusively determined. (B)(4).

Manufacturer narrative:
Device analysis is in process. A supplemental report will be submitted for failure analysis results. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was located in the superficial femoral artery (sfa). The physician used an abbott guide wire and a quickcross 0.014" guide catheter to access the lesion. A distal filtration device was advanced into the patient distal to the lesion. The abbott guide wire was exchanged for a csi viperwire guide wire and a csi orbital atherectomy was loaded onto the guide wire. The physician performed one run at low speed, one run at medium speed and two runs at high speed. While removing the oad, the physician discovered that the tip of the guide wire had broken off. The physician was able to retrieve the filter from the patient, but the tip of the wire still remained in a branch of the peroneal artery. The wire was stented against the vessel wall to prevent it from migrating distally. The patient status remained stable throughout the procedure.